Manufacturer narrative:
The initial MDR 2517506-2017-00317 was filed on march 30, 2017. Additional information (03/07/2017): the customer did not test the syngo amr_7 rule appropriately as per the product labeling specifications.

Manufacturer narrative:
The customer contacted siemens personnel who installed the system at the customer site. The siemens personnel instructed the customer to disable the syngo amr_7 rule, since it was not working properly. The amr_7 rule for ethyl alcohol assay was meant to report the result as non-detectable for values less than 3 mg/dl. The customer disabled the rule. The siemens personnel corrected the rule and instructed the customer to verify it by performing testing. However, the customer does not plan to use the updated rule and will leave it disabled. The cause of the incorrect result being transmitted to the syngo was due to the incorrect amr_7 rule. The device is performing as intended. No further evaluation of device is needed.

Event description:
The customer of a syngo lab data manager contacted a siemens customer care center (ccc). The customer stated that they processed a patient sample for ethyl alcohol (etoh) on a dimension vista instrument. The elevated result obtained on the dimension vista instrument was erroneously converted to a non-detectable value by the syngo analytical measurement range_7 (amr_7) rule. The incorrect result (non-detectable) was reported to the physician(s), who questioned it as it did not match with the clinical picture of the patient. The sample was repeated on the dimension vista instrument, also resulting elevated and matching the result obtained during the initial run on the analyzer. The correct result (elevated) was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect etoh result being transmitted to the syngo.